Event description:
It was reported that (B)(6) experienced repeated false altitude alarms with her insulin pump. There was no reported impact to her blood glucose level. Previous pumps were replaced due to similar issues, but the replacement also failed. Customer and healthcare provider expressed doubts about the device's reliability and sought further assistance. Tandem technical support was contacted regarding the issue, and customer support attempted follow-up, indicating no response was received to date. No additional information was received regarding the outcome of the event.